Event description:
Customer reported intermittent fast stop errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module. System operates as intended.